Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited low impedance measurements; the physician suspected an insulation abrasion. The device programming was changed and the patient would continue to be monitored. The patient was in stable condition.